Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2001. Subsequently, patient's legal counsel reports patient allegations of pain, bone/tissue damage, loss of range of motion, elevated metal ion levels and metallosis. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a revision procedure on an unknown date due to infection. All components but the femoral stem were removed and replaced with cement spacer molds. Patient was reimplanted in (B)(6) 2012. Operative report noted patient underwent a further revision procedure on (B)(6) 2012 due to recurrent infection. All components were removed and replaced with cement spacer molds. Patient was reimplanted on (B)(6) 2013 with competitor product.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2014-02146 / 02149).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2001. Subsequently, patient's legal counsel reports patient allegations of pain, bone/tissue damage, loss of range of motion, elevated metal ion levels and metallosis. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.